Manufacturer narrative:
The returned crt-d was analyzed. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
It was reported that the brady pacing rate of this cardiac resynchronization therapy defibrillator (crt-d) was not as expected. No changes were performed. This device remains in service. No further adverse patient effects were reported. Additional information as received detailing that this device was explanted and replaced due to normal battery depletion. This device was returned to boston scientific for evaluation.